Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the fio2 (fraction of inspired oxygen) of the avea ventilator dropped to 21% from 100% while on a patient. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.